Event description:
Terumo medical corporation received the following reported information: the nurse called stated the angio-seal device was stuck. She then facetimed the terumo sr clincal advisor into the case. Upon his evaluation, he identified it as a suture lock and proceeded to walk the operator though the bailout maneuver via face time. The device deployed as intended after suture lock mitigation with no bleeding from the access and a soft access location, indicating no residual hematoma. The procedure performed was a cardiac catheterization. The patient had no complication at time of reporting this event. The blood loss was less than 250cc.the device was successfully deployed, and the remaining portion was contaminated.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6b: explanted date: device was not explanted e3: occupation: registered nurse (rn) the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects and analysis (fmea).